Event description:
It was reported that tissue damage occurred. A watchman access system (was) anterior curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During deployment of the first closure device, the device canted and dislodged to the posterior laa wall. The device was fully recaptured and a negative pericardial effusion sweep was performed. At this time, a small piece of tissue was seen attached to the posterior laa wall. The decision was made to proceed with the case using a 21mm device. The device was successfully implanted without further complication. The device was examined at the competition of the case and tissue was noted to the anchors of the device. Patient was discharged without delay or complication.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman delivery system with the implant located out of the sheath. The device was bloody. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath, tip damage (flared/bent/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or deformity.

Event description:
It was reported that tissue damage occurred. A watchman access system (was) anterior curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During deployment of the first closure device, the device canted and dislodged to the posterior laa wall. The device was fully recaptured and a negative pericardial effusion sweep was performed. At this time, a small piece of tissue was seen attached to the posterior laa wall. The decision was made to proceed with the case using a 21mm device. The device was successfully implanted without further complication. The device was examined at the competition of the case and tissue was noted to the anchors of the device. Patient was discharged without delay or complication.